Event description:
Medtronic received information that prior to use of a custom tubing pack, it was reported that the vacuum relief valve (vrv) in the yellow sucker line was not working. It would not let fluid pass when it was tested. The customer checked the pump occlusion and positioning direction of the valve. However, they both were not the cause of the issue. There was no package damage. The valve was replaced with another one they had separate. There was no patient involvement, so no adverse effect occurred. . Medtronic received additional information that the issue was detected prior to use when the device was being tested. The blockage was discovered pre-bypass. The customer stated that normosol was used for priming but this was really not applicable because the sucker lines were not primed. The customer stated that they used a hms plus to assess anti-coagulation (heparin level).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.